Event description:
A talent captivia stent graft system was implanted in the patient for the endovascular treatment of a 30mm thoracic aortic dissection. It was reported that the follow-up CT showed the connecting bar of the talent thoracic stent graft had broken free of the graft and tore a hole through the graft. The stent graft was relined with a valiant stent graft system and the event was resolved. Per the physician the cause of the event was device related. No clinical sequelae were reported and the patient is fine.